Event description:
A male patient underwent evar on (B)(6) 2012. Mainbody was taken from original packaging, all transportation safety devices were in place. After preparing the introducer system as recommended, device¿s rotation was checked by x-ray. Although the ¿ok-marker¿ showed correct position, the contralateral limb opened into wrong direction, a ¿ballerina¿ ¿ position. The device remained inside the patient. The patient did not require additional procedures due to this occurrence. However, there was additional radiation to patient and operating room team.

Manufacturer narrative:
Patient: no patient injury was reported. (B)(4). Event evaluation: still under investigation.